Event description:
Administration set leaking during infusion of cardiac inotrope therapy. Dates of use: (B)(6) 2016. Diagnosis or reason for use: cardiac myopathy requiring infusion or intravenous inotrope.